Manufacturer narrative:
It was reported that the customer states that the bed has a defective remote/pendant. They had reported physical damage on the cable/wiring itself. Per customer, tech looked over the cable and noticed it had a bend to it. He bent it a bit to reengage the wires inside and he tested it on the bed functions and they started to move again. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the

Event description:
It was reported that the bed has a defective remote/pendant. They had reported physical damage on the cable/wiring itself. The customer will need a new pendant for the bed.